Event description:
During a revision acl left knee when placing milagro screw ref# 231816, lot# 9l19514 the tip broke off. Unable to take out. Surgeon drilled/shaved it out and irrigated and suctioned it all out. At the same time the very tip of the guide wire broke off unable to retrieve the tip of the guide wire due to the location and it could have caused harm trying to remove it. Surgeon believes it is safer and caused no harm remaining.